Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Continuation of d10: product ID 97755 (serial: (B)(6); product type: 0213-recharger; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. Patient reported they'd had some connectivity issues while charging their ins over the past couple months, but usually they had been able to resolve the issue on their own. Patient denied error messages coming up when charging, but kept getting poor recharge quality, reposition, and would have to enter passive recharge mode while partway through charging the ins. Patient also said 'finished' would display even though the ins had not complete recharging. Agent asked, patient denied any visible damage to the recharger. Patient did not have their other equipment with them at the time of the call and will call back with equipment for further troubleshooting. Pt called back for further troubleshooting and mentioned already documented event. Pt said this was not the first time they had to get replacements for they had called in before. During call pt verified no damage to the controller charging port, blew into the controller charging port, and reset the controller. Pt attempted to recharge the ins and they got recharging excellent, the controller battery was at 30% while the ins was at 50%. Pt then got system problem rm03.

Manufacturer narrative:
Continuation of d10: product ID 97755 serial# (B)(6): product type recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The patient (pt) called back for further troubleshooting and mentioned already documented event. Pt said this was not the first time they had to get replacements from manufacturer for they had called in before. During call pt verified no damage to the controller charging port, blew into the controller charging port, and reset the controller. Pt attempted to recharge the ins and they got recharging excellent, the controller battery was at 30% while the ins was at 50%. Pt then got system problem rm03.